Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. After receiving assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any further issues occurred.